Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary cadd - solis vip sn: (B)(6) was received from the customer stating that "pile compartment broken". A visual test was performed- found damaged dso seal, damaged battery compartment, scratched lens. The dso seal, battery compartment, lens replacement. Functional test was performed. Occlusion test was used. Customer problems were duplicated. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The dso seal, battery compartment and lens were replaced.

Event description:
It was stated that the pile compartment is broken. There was unknown patient involvement and unknown patient harm/adverse event reported.